Event description:
It was reported that the pump was not working properly. Reportedly, customer was admitted to the hospital due to diabetic ketoacidosis (dka). There was no reported impact to the customer's blood glucose level beyond the mention of dka. Details and nature of hospitalization were not provided. Reportedly, customer reverted to an alternate method of insulin therapy. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.